Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following cataract surgery with intraocular lens (iol) implant procedure, patient had seen yellow out of his left eye. When compared both eyes, sees yellow from left eye. Patient vision was very good besides this. Patient had yag capsulotomy in both eyes. Patient clinical testing was within normal limits (wnl). Additional information has been requested.